Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was unable to replicate the reported issue again and therefore cancelled the service request. The system was manufactured on july 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that lamp 1 and 2 are not working and an unknown system message displayed during set-up and calibration. Additional information has been requested.